Event description:
It was reported that bd alaris pump module smartsite infusion set tubing was damaged.the following information was provided by the initial reporter with the verbatim:when registered nurse (rn) went to disconnect intravenous (IV) tubing from patient and removed the tubing from the alaris IV pump, the rn discovered the top of the pump segment of the primary infusion set had broken off of the blue valve. No harm to patient.

Manufacturer narrative:
D.4. Medical device expiration date: unknown e4. The initial reporter also notified the FDA on (B)(6) 2023. Medwatch report # mw2600320000-2023-8143. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.